Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was a broken pin connector found in the input port. Additionally, the unit still had the outdated main switch and software ¿ it is recommended that these be updated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while in procedure preparation, he noticed his olympus visera elite video system center had connection issues. According to the initial reporter the video connector in the rear panel had a broken pin on the input port. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the broken pin connector on the input port occurred due to video connector terminal pin being bent. The cause of the bent pin could not be identified. Olympus will continue to monitor field performance for this device.